Event description:
Reported due to posterior foot breaks discovered during testing on three (3) separate devices. The physician attempted arteriotomy closures with the perclose a-t (closer ak) devices after three diagnostic procedures with three different patients. Cuff misses were reported to have occurred with each of the three patients. Hemostasis was achieved with a second device in all three cases. No patient adverse events occurred in any of the cases. Although requested, event date, patient information and patient outcome are not available.